Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A5: ethnicity: (B)(6). E1: address = (B)(6) line 2 = room 7802 and 7803, building 2 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving opening an artery in a lower extremity, an advance 35 lp low profile balloon catheter's balloon ruptured. The device was advanced to the location of the lesion and pressure was applied; however, the balloon could not be filled normally. The user removed the device from the patient and filled it with saline, noting that the balloon ruptured. A new device of the same type, from another lot, was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving opening an artery in a lower extremity, an advance 35 lp low profile balloon catheter's balloon ruptured. The device was advanced to the location of the lesion and pressure was applied; however, the balloon could not be filled normally. The user removed the device from the patient and filled it with saline, noting that the balloon ruptured. A new device of the same type, from another lot, was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, a video was provided by the customer, showing a pin hole leak near the middle of the balloon. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and video provided by the customer suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the limited information provided and the results of the investigation, cook has concluded that a component failure likely contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.